Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: the black box showed multiple unexplained pump reboots. ¿ez-prime¿ steps were performed correctly with no power interruptions or other errors, alarms or warnings during investigation. The original complaint could not be duplicated. The pump¿s cover was removed with no intermittent condition was observed. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.